Manufacturer narrative:
Touch screen issue- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was intermittently unresponsive. In addition, it was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin; however, the customer did not how much insulin had been delivered. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 200 mg/dl. It was confirmed that the customer will continue to use the pump for continued insulin therapy.